Event description:
It was reported that a spectrum infusion pump was alarming "system error 105". It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval could observed the reported "system error 105" at power up and was caused by severed motor mount screws. The motor assembly (including the screws) was replaced.